Event description:
The pt was implanted with an ams sparc sling on (B)(6) 2004. It was reported that the pt experienced "complications from the defective mesh requiring add'l medical care and treatment and/or surgical intervention." It was indicated that the pt experienced, "mesh erosion, hardening, chronic pain and worsening urination," add'l surgery, and pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.